Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 as a bridge to transplant. During support, the impella was displaying high purge pressure and purge pressure alarms. Upon inspection of the lines there were no kinks noted. The patient remained on impella support until 18-nov-2023 when the patient successfully received a heart transplant. There was no harm to the patient as a result of the pressure alarms.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was not returned for evaluation. Clinical details states that high purge pressure alarms were seen with purge pressure rise above 1000 mmhg and purge flow reduced less than 2 ml/hr. Data logs were reviewed finding a purge pressure rise immediately within 2 minutes and purge flow ticks stalling were observed due to likely kink in the purge line. The cause of the high purge pressure issue was most likely a kinked purge line in the catheter per data log review.